Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products. Model: d334drg, ICD, implant: (B)(6) 2013. (B)(4).

Event description:
It was reported that during a device upgrade procedure it was discovered that the right ventricular (rv) lead connector pin appeared to be cut near the connector pin, and the pin would not completely seat into the new device header. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.